Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that an alert for shock impedance measurements out of range was seen for this right ventricular (rv) lead. Subsequently, this patient was seen in clinic and reprogramming was done. It was stated that they will monitor this patient. This lead remains in service. No adverse patient effects were reported.